Event description:
It was reported that pump touchscreen became less responsive and required multiple taps and longer time to react to input. There was no reported impact to the customer¿s blood glucose level. No troubleshooting was performed because contact declined follow up, and no additional actions were taken before case closure.